Event description:
It was reported via remote transmission that inappropriate non-sustained ventricular oversensing episodes were noted. Patient was asymptomatic. Further review of the stored egms revealed diagnostic anomaly. Programming changes were recommended.